Event description:
Patient reported that device's piston rod keeps turning/retracting even after batteries have been removed and reinserted. Patient reported that there was nothing on the device's display during event. Patient switched to back-up device.